Event description:
It was reported the lead was explanted and replaced due to a sudden drop in impedances, oversensing of noise and a suspected fracture. The lead integrity alert was triggered prior to the patient receiving any inappropriate shocks. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.